Event description:
It was reported that dual egm (electrogram) was observed. The magnet test egms via carelink transmission were reportedly poor quality and not useful clinically. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.